Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. The bottom case was damaged. The battery was missing. Motor rate error was found during occlusion test. The root cause of the reported issue was found to customer's impact to the device. The main board was not seated onto the extrusion. Actions taken to mitigate the reported issue: installed main board into extrusion. Performed function and delivery tests.